Event description:
It was reported that the device was not recognized after connecting it to the equipment. After changing to a new device of the same item number, the equipment was available to use. No patient injury and no medical intervention were recorded.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: additional information is provided in h.2., h.3., and h.6. One (1) sample was received for evaluation without its original packaging. The complaint sample was visually inspected, and the tube was damaged. The sample was assembled and functioned correctly without difficulty. The complaint was not confirmed. The root cause for this event is unknown. There were no non-conformances or abnormalities found in the device history record review that would be linked to this issue. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.